Event description:
I may have had the eye infection after using renu contact lens solution. I purchased a bottle last 2005- before leaving for another country for two wks. I wore my contact the entire trip, my eyes were red and irritated and I assumed I had conjunctivitis. After failing two antibiotic treatments with zigamox, I went in to see an ophthalmologist and he said I had white things floating in my corneas and multiple other issues - corneal abrasions, superimposed bacterial infection- all secondary to what he assumed was a bad viral infection of the eyes. I had extreme photophobia, extensive discharge from my eyes and diminished vision. He called it keratosis something. I was unable to work for 3 days while the steriods and antiinflammatory drops attempted to cool the effects of the infection. Anyway, it took 6 months of multiple medications -- often four different medication drops at a time -- and sometimes weekly visits to the ophthalmologist to finally clear the infection. I still cannot wear contacts comfortably. And the entire infection was preceeded by the purchase of renu lens solution.